Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No rewind and motor noise anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alarm noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window, drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having multiple issues with the insulin pump. The customer reported that they were having issues with sounds when rewinding the insulin pump, it had gotten louder. On the last set that they changed, it made a clunk sound. The customer stated they had a blood glucose level of 338 mg/dl. The customer stated that the insulin was higher 4 hours later. They were taking small dosages and then it would crash. They had adjusted the basal rate to take (B)(4) more but they were still having high blood glucose. Troubleshooting was performed and insulin exited without incident. It was noted that there were recent changes to the insulin pump due to the customer¿s issues. The device will be returned for analysis.